Manufacturer narrative:
No product has been returned, therefore the complaint cannot be confirmed. Based on the available information, no corrective actions will be taken at this time.

Event description:
Information was received indicating that a smiths medical cleo® 90 infusion set became occluded. Blood sugar at time of incident was in the 400's mg/dl. The site was changed out and corrective bolus of insulin was given. Therapy was restarted with no further adverse effects were reported.